Event description:
It was reported that the patient's pump had failed. It was unclear how or when the pump had failed, and details were not provided for when the pump was implanted or explanted. It was stated that the patient's pump was put in "in the past month". The patient was noted to have been critically ill. The medication used within the system was gablofen. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received. [Please refer to manufacturing report #3004209178-2013-03336. Following a pump implant and catheter revision, the patient was noted to have developed an infection, and their entire system was explanted.]

Manufacturer narrative:
(B)(4).